Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for follow up showing noise on the ra lead. Physician elected to monitor the patient. Lead remains implanted.